Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00788, 3006705815-2022-00789. It was reported the patient experienced uncomfortable stimulation due to one lead migrating. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2022 wherein the lead was repositioned to address the issue. It is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.